Event description:
A "no error" message was reported with the adc device, and the customer was unable to obtain readings. The customer's glucose went down to "45," and they experienced the following symptoms described as "sweating, talking incoherent, and could not walk." Paramedics were called, and an unspecified test result was obtained on the healthcare meter. The customer does not know if any treatment was rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and and a valid serial number has not been provided for the reader. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "no error" message was reported with the adc device, and the customer was unable to obtain readings. The customer's glucose went down to "45," and they experienced the following symptoms described as "sweating, talking incoherent, and could not walk." Paramedics were called, and an unspecified test result was obtained on the healthcare meter. The customer does not know if any treatment was rendered. There was no report of death or permanent impairment associated with this event.